Event description:
The device evaluation identified a reportable malfunction, balloon burst/holes, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B) (4). (B) (4): the testing and investigation results have been received and indicate that a balloon burst/hole was confirmed. (B) (4)